Event description:
It was reported that the pump is alarming for downward occlusion and the membrane at the occlusion sensor is bad. There was no reported patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint that the pump is alarming for downward occlusion and the membrane at the occlusion sensor is bad. Investigation of the service history of this device shows that this device has not been in for service yet. The problem was not replicated in the (ehl) event history log. Visual and functional testing was performed. The reported issue was addressed by replacing the downstream occlusion (dso) seal.